Manufacturer narrative:
MDR 3003442380-2024-02341- device 3 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 27-mar-2024, it was reported that patient faced adhesive issue with three infusion sets. Infusion set fell off during use. Duration of use was 2 days. The blood glucose level was 160-240 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available